Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 093-33, lot# v054410, implanted: 2007-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported that initially the implant was left protruding out of the patient. The sutures stuck out for two months. The implant site was finally healed four months after implant. There was no infection. It hurt the patient to sit on the implant. Bumping into the site was painful and caused bruising. The patient experienced erosion. Revision was planned, but not scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).